Event description:
It was reported via repair work order that the nurse call had intermittent and phantom functionality, which may have been due to nurse call cable malfunction. The unit was evaluated by the service technician and the reported event could not be duplicated. The service technician replaced the nurse call cable as a precaution. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The service technician replaced the nurse call cable as a precaution.